Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an exploratory laparotomy gastrojejunal anastomosis procedure, the orvil would not align with stapler properly. When the surgeon tried to attach orvil, the spike was receding into the handle. The surgeon opened up a new stapler and the same problem occurred. The surgeon made an enterotomy and used the orvil and was able to complete the staple line but had to make an enterotomy and repair the enterotomy site, which was not the original surgical plan. Thee surgical time was delayed by more than 30 minutes.